Event description:
The customer reported falsely elevated troponin I (access® accutni+3) and creatine kinase-mb (ck-mb) results, for four patients, involving the access® 2 immunoassay system. The elevated results were released to the hospital and questioned by the physicians. The customer retested the samples on an alternate access® 2 system and lower troponin I and ck-mb results (within the normal reference range) were obtained. The customer was uncertain if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) was out of range but within range following a retest. System check also passed. No instrument errors were observed. However, the customer noted a precision test failed. The patients' samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 7,200 rpm (rotations per minute) for three minutes, at room temperature. The samples were stored at room temperature between the initial and retest analyses. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the transducer nut touching the mounting hardware and sticky substance on the incubator track. The fse noted a mixer speed difference between the counter clockwise and clockwise direction and the wash pump was collecting a vacuum during the fill cycle. The fse also noted the probe wash station was allowing for backfill while the instrument was in standby mode. The fse performed preventative maintenance (pm) to correct the instrument issues. The fse performed a passing system check and quality control. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.